Manufacturer narrative:
Notification sent late due to search filters being wrong. Theinformation provided in this report was based on information given bythe dentist in neodent¿s products warranty form. The original complaintwas received by the subsidiary and did not arrive in the manufactureryet. When this happens, a new evaluation of the complaint will becarried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4)- the dentist reported that had to remove the dental implant during its installation surgery because it did not achieve a good primary stability.